Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 2 of 4. Per the initial report, the home patient (hp) had a system error (se) 2240 (air in the set). The technical service representative (tsr) had the caregiver (cg) check the lines for air or accidently disconnected bags. The cg could not find any. There was nothing in the patient line. There was air in the drain line. Since the cause was undetermined the tsr had the cg save the cassette as a sample. The tsr then had the cg cycle the power two times to clear the alarms. The tsr explained that the cg would need to start over with new supplies. The tsr advised the cg to call the nurse in the next 24 hours and let her know what happen. The cg would save the cassette from therapy. Global product surveillance contacted home patient's (hp) wife regarding the sample return. The wife stated that she had discarded the original cassette and did not have a companion or know the lot number. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The system error 2240 could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.